Event description:
It was reported the patient presented for follow-up post implant. Upon interrogation, it was determined the atrial leadless pacemaker (lp) was not capturing and failed to sense atrial activity. Chest x-ray confirmed the lp had dislodged to the carotid artery. The lp was explanted. The patient was in stable condition.